Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had two inss. It was reported that the patient had last recharged their left ins about two weeks ago and it was now dead. The rep stated that this happened all of a sudden where the patient couldn¿t recharge and they didn¿t seen any error messages when this occurred. It was indicated that they were not able to communicate with the ins using any of the external devices- patient programmer, recharger or clinician programmer. It was reported that the patient had two inss and two rechargers. It was reported that both rechargers charged their right ins just fine and there were no issues, but neither recharger would connect with the left ins. The patient had been using both rechargers on the right ins so technical services could not check the recharger stats for when the left ins was last charged. Steps for how to perform a physician mode recharge (pmr) were reviewed. Technical services reviewed that the ins was likely overdischarged at this point. It was indicated that the rep was successfully able to start a pmr. It was reviewed that likely once the ins was brought out of a suspected overdischarge both the recharger would be able to charge the ins. The event occurred on (B)(6) 2019. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that it was confirmed that the patient¿s device was overdischarged. It was reported that the cause of the patient being unable to recharge/communicate with their ins after not charging their device for two weeks was they used it intermittently. It was reported that the physician mode recharge (pmr) resolved the depleted ins issue, the recharge issue and communication issue between the external devices to the ins. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.